Event description:
Info received from the hospital indicates there was a pt fall because the alarm system was not working. The hospital had the siderails down and the pt was sitting on the left side of the bed on the floor. No injury.

Manufacturer narrative:
When the technician arrived at hospital the bed was in use. The technician was able to set pt positioning monitor (ppm) and tested the position only and the bed alarmed. With the pt removed from the bed, the technician tested all ppm modes and could not duplicate the alleged malfunction. The technician instructed the hospital staff on how to set and test the ppm system.